Manufacturer narrative:
Event summary as reported, during a ureteroscopy (urs) and a retrograde intrarenal surgery (rirs), an ngage nitinol stone extractor basket would open and close prior to patient contact when it was tested in an uncoiled and coiled position. Once the device was put in the patient, the basket would not open or close. The device was removed from the patient and would open and close properly. The procedure was completed with a competitor basket. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation evaluation. A document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. One device was returned to cook without packaging and a copy of the label for evaluation. Upon inspection there wasn't any noticeable damage to the device. When the handle was actuated, the basket did function properly. A document-based investigation evaluation was performed. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed one likely related non-conformance for ¿basket/grasper will not open/close¿ in which (B)(4) devices were scrapped. All devices are 100% inspected for proper operation. The non-conformance was created for devices that did not pass the inspection. All other devices from the lot were found to pass the inspection checks. A database search identified four other event reported with a related failure mode. The device lot was manufactured on 1/31/2023. A increase in complaints for the nge 2.2 fr sized device occurred with devices manufactured from december through january. A database search identified three other complaints reported with a related failure mode. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the issue had not yet been determined. The issue was identified as being with the basket assembly, which is a supplied component. A supplier corrective action request was created to address the issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. A supplier corrective action request (scar: 2023-003-difficulty to open and close) was created to address the issue. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter: name and address: postal code: (B)(6). PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopy (urs) and a retrograde intrarenal surgery (rirs), an ngage nitinol stone extractor basket would open and close prior to patient contact when it was tested in an uncoiled and coiled position. Once the device was put in the patient, the basket would not open or close. The device was removed from the patient and would open and close properly. The procedure was completed with a competitor basket. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.